Event description:
(B)(4). Event occurred in the united states. The patient reported that his infusion sets detached at the quick release site. It happened while he was sleeping and while he was at work. Site location was reported as abdomen and the pump was located at the center. The location of detachment was at the quick release site. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.